Event description:
Surgeon was performing a post lumbar spinal fusion revision to extend existing fusion; patient originally fused at l4-l5 and hardware was placed. It is unknown why revision was performed. During the revision surgery to extend the fusion, the tip of matrix t-handle broke. The surgeon cut one rod to remove the rod. In total, two rods, one screw and four caps were removed and replaced. The removed screw contains the tip of the broken t-handle; no fragments were left in the patient. This is 1 of 8 reports for the same event.

Manufacturer narrative:
A review of the device history record revealed there are no ncr documents in the DHR. Subject product conformed to all inspection criteria and passed all certification requirements. The date of the report was corrected from (B)(6) 2013 to (B)(6) 2012 (awareness date). Initial reporter was corrected from sales consultant to facility contact.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. The driver tip fractured into the locking cap due to the torque exceeding the strength of the driver. The failure of the driver shaft occurred during the attempted removal of the locking cap. This handle is not to be used to remove locking caps. The torque limiting handle along with the driver shafts mentioned in the matrix technique guide are supposed to be used during the loosening of locking caps. The design risk assessment is adequate for the intended use.